Event description:
A customer contacted beckman coulter inc. (Bci) stating that a bun reagent cartridge leaked. No injury was reported.

Manufacturer narrative:
The customer stated that they did not need reagent replacement. A field service engineer (fse) went on-site and performed lamp voltage adjustment and calibration after finding it low and out of specification. Repair was verified per established procedures and results met published performance specifications.